Manufacturer narrative:
The pump had unresponsive buttons due to corrosion on keypad trace. There was no number ramping or scrolling on display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump esc and act buttons are unresponsive, and the numbers keep scrolling on their own. The customer's blood glucose level at the time of incident was 475mg/dl. The mother states they administered manual does of 8 units. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.